Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed fluid contained inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The bladder would not be able to inflate during fill due to the missing film-wrap and fluid would go directly inside the housing. No evidence of bladder rupture was found. The reported condition was verified as a leak. The cause of the missing film-wrap was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.